Manufacturer narrative:
B5 describe event or problem corrected.

Event description:
It was reported that a shaft kink occurred. Vascular access was obtained via a left transfemoral approach. The anatomy was significantly tortuous. A lotus introducer was placed. A 23mm lotus edge valve system was advanced through the lotus introducer sheath. The 1st operator straightened out the curve in the 23mm lotus edge delivery system as he passed it past the lotus introducer sheath. A kink in the 23mm lotus edge valve system was noticed outside the lotus introducer sheath in the descending aorta. The 23mm lotus edge valve system was removed. The procedure was completed with the implant of a different valve. No patient complications were reported. The device is a 27mm lotus edge valve system not a 23mm lotus edge valve system as previously reported.

Event description:
It was reported that a shaft kink occurred. Vascular access was obtained via a left transfemoral approach. The anatomy was significantly tortuous. A lotus introducer was placed. A 23mm lotus edge valve system was advanced through the lotus introducer sheath. The 1st operator straightened out the curve in the 23mm lotus edge delivery system as he passed it past the lotus introducer sheath. A kink in the 23mm lotus edge valve system was noticed outside the lotus introducer sheath in the descending aorta. The 23mm lotus edge valve system was removed. The procedure was completed with the implant of a different valve. No patient complications were reported.